Event description:
It was reported that there was a left total hip arthroplasty due to instability/dislocation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.